Event description:
Caller reported a malfunction on pump. Customer's blood glucose level exceeded 500 mg/dl, with the value displayed as "high." Customer performed a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was informed to call back if any malfunction code recurs, and they acknowledged and understood these instructions.